Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device can not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-02497. It was reported that during a stenting treatment procedure a hematoma and possible dissection occurred. The target lesion was located in the severely tortuous, severely calcified, completely occluded distal, right coronary artery (rca). The physician predilated with a non-bsc 2.5 x 15mm balloon catheter, then advanced and implanted the 3.5 x 38mm taxus liberte stent delivery system (sds) and 3.5 x 32mm taxus liberte sds in the lesion. It was noted that a hematoma and possible dissection occurred in the lesion; to treat the hematoma the physician advanced the 3.0 x 28 mm promus sds, however the device was unable to cross the lesion. No further complications were reported and the patient's current condition is good.